Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting on (B)(6) 2020, the patient was unable to increase amplitude. Contact 2 had an impedance measurement of greater than 40,000 ohms which was noted to be the reason for being unable to increase the amplitude. The manufacturer representative was able to reprogram the patient without using contact 2 and the patient was getting good therapy. There were no patient symptoms or complications reported.